Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation or report of a malfunction of a da vinci system, instrument, or accessory. A follow-up MDR will be submitted if additional information is obtained. A system log review was not performed for this procedure: the system logs are not available at this time as the system was not connected to onsite. This complaint is being reported due to the following conclusion: during a da vinci-assisted distal pancreatectomy procedure, the splenic vein was injured while the surgeon was dissecting and manipulating tissue around the vessel. The surgeon elected to convert the case to open surgery to control bleeding and repair the vessel. The cause of the complication is unknown.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy procedure, the splenic vein was partially disrupted while the surgeon was dissecting and manipulating surrounding tissue. The complication occurred after a non-da vinci stapler instrument was used to staple the pancreas body. As a result of the complication, there was uncontrolled bleeding and a loss of visibility, preventing the ability to repair the vascular damage. The loss of visibility occurred due to a failure with the insufflator and loss of pneumoperitoneum. The surgeon then made the clinical decision to convert the case to open surgery to control the bleeding. The patient is currently in stable condition and hospitalized without signs of recent bleeding. Intuitive surgical, inc. (Isi) has attempted to contact the surgeon to obtain additional information regarding the reported event. As of the date of this report, no response has been received.